Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection. Additional information indicated that the helix of this lead did not retract initially, but eventually this lead was removed. There were no additional adverse patient effects reported.